Event description:
Patient was part of an (B)(6) clinical study: a controlled, (B)(6) clinical pilot study to evaluate the performance of coseal as a barrier for adhesion prevention in patients submitted to ventricular assist device vad). First report dated (B)(6) 2011 (sae # 1): postoperative bleeding, severe diffuse bleeding in pump pocket. Event onset date: (B)(6) 2011, 05:28 o`clock, event stop date: (B)(6) 2011, 07:07 o`clock. Outcome at time of report: resolved. Treatments used to treat event: re-thoracotomia, tamponade. Thorax not closed. Follow up report dated (B)(6) 2011 (sae # 1): tamponade inside, abdominal linen, open thorax. Event onset date: (B)(6) 2011, 05:28 o`clock, event stop date: (B)(6) 2011, 07:07 o`clock. Outcome at time of report: resolved. Treatments used to treat event: closure of thorax, removement of abdominal linen.

Manufacturer narrative:
(B)(4). Baxter medical assessment: patient was part of an (B)(6) clinical study: a controlled, (B)(4) clinical pilot study to evaluate the performance of coseal as a barrier for adhesion prevention in patients submitted to ventricular assist device vad). The patient received 8 ml of coseal on the pump surface with the purpose to prevent adhesion formation. Nevertheless, coseal is also supposed to seal the covered surface. Postoperatively a rebleeding occurred with severe diffuse hemorrhage that required reintervention, and surgeon had to leave thorax open for 24 hours. The report is classified as lack of effect of coseal to seal the surface of the ventricular assist device. This may be caused either by lack of adequate polymerization of the two peg components or inappropriate application of coseal (areas not covered with product). Since investigation of the root cause appears impractical, we can only determine that a causal relationship of the postoperative bleeding with the use coseal is possible, and that it cannot be ruled out. (B)(6).